Manufacturer narrative:
(B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's fms vue 5 way foot pedal had intermittent operation. The case was completed with another like-device with no patient harm, but a three minute delay to obtain the other device. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Device looks to be in good condition, no anomalies found. Via functional testing the device was plugged into a test pump. The device was recognized by the pump. Default setting present, indicating device is receiving power. The device was tested with test handpiece and tubing¿s, per activation of the pedals. The footpedal device worked as intended. All pedals were functional with no intermittent operation, the device functioned smoothly with no interruptions therefore, this complaint is not confirmed. A possible root cause for the user to experience the reported failure could not be determined. A check of the manufacturing finished goods records for the reported serial number revealed no anomalies relating to the reported incident. There were (B)(4) serialized devices released for distribution on april 28, 2016 there were no anomalies or discrepancies in the manufacture of this lot. A review into the depuy mitek complaints system revealed no complaints of any type for this sterilized device. And at this time no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Additional event information received on 9/13/2018. The issue detected was during the case. The failure was when the pedals were depressed, and they would only work intermittently. Yes, three minutes was the surgical delay. Yes the procedure was completed with another like-device. Yes, alternatives are readily available. No patient impact. The reason for the delay was to attain another like-device. No delay result in adverse event. Three minutes was the delay.